Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the application was not available and the drawer offline. A technical support specialist (tss) connected remotely and found the system offline. After a few minutes, the system came back online. Customer was instructed to attempt issuing medication, and they confirmed successful dispensing. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was offline and user unable to issue medication to patience due error message that narcotic code was not valid.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.